Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and did not follow 6 steps of hand washing. On an unreported date, the patient was hospitalized for the peritonitis event. One day prior to receipt of this report, the patient was treated with injection of ceftazidime (one gram for 14 days, frequency and route not reported), the following day, the patient was treated with injection of gentamicin (60mg once a day, for five days, route not reported) for peritonitis. Action with pd therapy was not reported. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.